Event description:
It was reported that the pulse generator could not be interrogated despite using two separate programmers. The mag- net rate was in the "high 90's" indicating that the battery voltage was close to beginning of life (bol). Attempts to access the device memory resulted in "operation failed" messages.

Manufacturer narrative:
Na